Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. One portex® per-fit¿ tracheostomy tube was received for analysis. Visual check of the cuff with unaided eye revealed two holes on the side of the cuff. The physical characteristics of the edges of the compromised area is consistent with breakage. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. The failure mode of cuff breakage was confirmed. The root cause is unknown.

Event description:
It was reported that the cuff of a portex® per-fit¿ tracheostomy tube would not retain air. The cuff was tested by the doctor prior to insertion; but once inserted, the balloon on the cuff would not hold air. There was no patient injury associated with this occurrence.